Event description:
It was reported that an occlusion alert occurred on an ilet system using a 23" contact detach infusion set, after which insulin dosing stopped until guided troubleshooting resumed therapy; the user did not recall the alert, tubing was inspected with no kinks or air found, tubing was filled until drops were observed, the cannula was filled, and insulin delivery was restored, with blood glucose noted at 305 mg/dl; the issue was characterized as a lack of effect due to interrupted dosing. Symptoms included hyperglycemia and sleepiness or drowsiness. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem found, and the device component involved could not be further specified due to insufficient information, while the clinical presentation aligned with a lack of effect during the dosing interruption. It was concluded, based on previously established findings for similar reports, that the cause was not established.